Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to impedance measurements of greater than 3000 ohms on a single vector of the right atrial (ra) lead. Because of the lss, the sensing configuration was changed from bipolar to unipolar. Technical services (ts) analyzed device episode data and found that there were 2 stored episodes of signal artifact monitoring (sam). Ts noted that one episode appeared to be minute ventilation (mv) noise and oversensing while the second episode was only noise that was oversensed by the device resulting in the stored sam episode and the mv feature to be disabled. Other stored episodes of atrial tachy response (atr) showed noise on the ra channel. Ts recommended that the device be reprogrammed to bipolar configuration and the patient come to clinic for isometric testing. Clinic check was performed, and reprogramming was done. This patient was not pacing dependent in the ra. No asystole or adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to impedance measurements of greater than 3000 ohms on a single vector of the right atrial (ra) lead. Because of the lss, the sensing configuration was changed from bipolar to unipolar. Technical services (ts) analyzed device episode data and found that there were 2 stored episodes of signal artifact monitoring (sam). Ts noted that one episode appeared to be minute ventilation (mv) noise and oversensing while the second episode was only noise that was oversensed by the device resulting in the stored sam episode and the mv feature to be disabled. Other stored episodes of atrial tachy response (atr) showed noise on the ra channel. Ts recommended that the device be reprogrammed to bipolar configuration and the patient come to clinic for isometric testing. Clinic check was performed, and reprogramming was done. This patient was not pacing dependent in the ra. No asystole or adverse patient effects were reported. Currently, this pacemaker system remains in service.